Event description:
It was reported that a gav 2.0 (#61920525) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that the valve has a blockage. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. Because the valve is not permeable, a computer controlled test is not possible. Internal inspection: after dismantling of the valve, deposits were found. Results: according to the investigation results, a blockage was detected. The visible deposits have led to the functional impairment. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. Based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.